Event description:
It was reported that system diagnostics recorded high impedances. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that the left extension was fractured. As a result, surgical intervention was undertaken wherein the left dbs extension was explanted and replaced. Effective therapy was restored post operatively.